Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1ae2v, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 08-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that when the healthcare provider tried to remove the lead by pulling it from the site of insertion, the lead fractured, broke and the electrodes remained in the patient. The healthcare provider tried to use a clamp to retrieve the broken lead, but they were unsuccessful. No further patient complications are anticipated or expected as a result of this event.